Event description:
Reportedly, during a follow-up performed on (B)(6) 2014, the subject pacemaker could not be interrogated and the green leds on the programmer's head displayed an alternating all on. Further investigation revealed the patient was cardioverted before being brought to the hospital. The device will be explanted and returned for analysis.

Manufacturer narrative:
We were informed that the patient has passed away. Reason of death is unknown. Date of death: (B)(6) 2014.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2014, the subject pacemaker could not be interrogated and the green leds on the programmer's head displayed an alternating all on. Further investigation revealed the patient was cardioverted before being brought to the hospital. The device will be explanted and returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during a follow-up performed on (B)(6) 2014, the subject pacemaker could not be interrogated and the green leds on the programmer's head displayed an alternating all on/all off pattern. Further investigation revealed the patient was cardioverted before being brought to the hospital. The device will be explanted and returned for analysis.